Event description:
The reporter states that she obtained the blood glucose comparison of 459 mg/dl and 137 mg/dl on the accu-chek advantage system. The results were obtained within a 10 minute timeframe. The reporter felt hyperglycemic and treated herself with an anti-diabetic medication. She states that she felt better after treatment. No adverse event reported. New system sent to customer and return requested.